Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that following implant of this system atrial pacing, sensing and capture was questionable in aai mode. The device was programmed to ddd mode and there appears to be a premature ventricular contraction (pvc) occurring after the vs on every other beat. A boston scientific technical services discussed the clinical observations with the caller who was going to evaluate the patient¿s rhythm when the patient was in recovery. The system remained implanted and subsequently was removed from service due to no capture, noise, oversensing and pacing inhibition which resulted in greater than two seconds of asystole for this patient. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.